Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017. Product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). When he goes to the va and has his blood done the true result meter is always comparing to the lab results. But, the true metrix is reading a lot higher than the true result. Customer performed blood test on (B)(6) 2016 at 11:17am with test result of 190 mg/dl with truemetrix meter; and then on (B)(6) 2016 at 11:17am with test result of 156 mg/dl with trueresult meter. Customer runs his blood as a fasting and then 3 more times a day before each meal and then at bedtime.